Event description:
It was reported that the smoke evacuator shut off during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
The field service technician was able to confirm the reported event. The root cause was determined to be due to the transformer. Based on the risk documentation, if the solid state relay on the transformer fails open it can result in the smoke blower being inoperable. The technician replaced the transformer and returned the unit to service.

Event description:
It was reported that the smoke evacuator shut off during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.